Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and seroma.

Event description:
Health professional reported right side hardening, radial lines (elastomeric folds) on the device, presence of peri-implant fluid, capsulitis, rotation of device, "inflammatory process," and capsular contracture, baker grade iii. The device remains implanted.

Event description:
The device has been explanted.